Event description:
End user states "he caths due to retention his as his bladder cannot empty on it's own noting possibly the muscle sphincter/ muscular issue could be the cause. He does not have an enlarged prostate. He started cathing about 3- 4 yrs ago for retention and has used this catheter since then. He said when he first started cathing he started having few utis but not very many. He said this year he has more utis than ever and his urologist does not know why he said. He said he had one in january, then february (both diagnosed by urine sample and treated with antibiotics) and most recently had one diagnosed oct 22. He said about 20 days or so before that he had been diagnosed with a uti as well. He said he was symptom free for 2-3 days after being on 10 day course of bactrim ( he knows he has a uti when symptom of malodorous smelling urine, urine has a fishy very strong smell he said) before the smell came back. As of oct 22nd, his md has placed him on another course of antibiotics (name cno) he is taking now, feeling better. He said with this catheter, more recently this started could not pinpoint when, often has a feeling of "burning" at the tip of his penis and possibly developing a sensitivity to the lubricant. He said this burning can last 20 min or so after cic before going away on its own. He has no allergies he is aware of. He said he is very careful with hygiene as he knows this is important for uti prevention. He washes his hands with antibacterial soap, cleanses his tip of penis with an alcohol wipe and ensures to not contaminate catheter." End user was advised alcohol can be drying in that area and to discuss also other wipe options with his md.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092, manufacturing site: 3005471919.